Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hypoglycemia. Customer's blood glucose level was 50 mg/dl. Customer was treated with glucose tablets. Customer declined troubleshooting. Customer had received lost sensor signal alarm. It was unknown whether the auto mode feature was on or not. The device will not be returned for analysis.